Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to intermittent high pacing thresholds and loss of capture (loc), with asystole greater than two seconds. The physician noticed behavior occurred with positional right arm changes during office evaluation prior to a device upgrade procedure. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported.